Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the cutting wire of the ultratome xl suddenly broke as the device was used normally. The customer stated that no pieces of the cutting wire detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: photo of the complaint device outside the patient were provided by the customer and showed the cutting wire was broken and kinked.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.